Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt said she needs someone to be at her pain specialist that gives her shots office in (B)(6) on the 24th at 1:00 because: this is not working pt said she has been in so much pain she can hardly talk. I tried to review the rep role and redirect to her hcp. Pt became escalated and said she was tired of being in pain. She was given a video to watch it said nothing about taking it out in 5 years and putting in another one, it did not say all the pain she will be in and so forth and so on and did not say a rep would not call back. I offered and sent emails to the reps in her area. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp. Additional information was received from the manufacturing representative (rep) and it was reported that there is no issue with the patient¿s device. Patient stated she was told by someone, she didn¿t know who, that her right lead was disconnecting from the battery. Rep ran an impedance check on her device and both leads are functioning, however there are three contacts that are no functional on her lead. Rep was able to program around the three contacts that are o ut, but patient is still stating she is in pain even though she is feeling the stimulation where she has pain and discomfort. She states she is having pain everywhere, but rep tried to explain to her several times that since the leads are in her thoracic area, she will only get relief in her back and lower extremities. However, once again, she is complaining of pain in areas of her body the stimulator will not cover and rep has explained this to her several times. Her implanting physician plans to refer her to a neurosurgeon to have her perc leads replaced with a paddle. It will be resolved soon, once she has it replaced with a paddle lead by the neurosurgeon, which is supposed to take place around the end of the month.